Manufacturer narrative:
(B)(4). The fiber was returned broken into eight pieces. The first piece measured approximately 40.5 cm from the top of the connector to the break. The second piece measured approximately 38 cm from break to break. The third piece measured approximately 34.4 cm from break to break. The fourth piece measured approximately 24.4 cm from break to break and was kinked. The fifth piece measured approximately 20.2 cm from break to break. The sixth piece measured approximately 13.3 cm from break to break. The seventh piece measured approximately 118.8 cm from break to break and there was a burn mark at one end. The eight piece measured approximately 47 cm from the break which includes the entire distal tip. This piece was kinked. The condition of the returned device confirmed that the fiber was broken. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. A complaint with a cause of manufacturing deficiency indicates that the problems were traced to the manufacturing process. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 laser fiber was used during a percutaneous ureteral lithotripsy procedure in the ureter performed on (B)(6) 2018. According to the complainant, during the procedure, it was noted that the fiber broke inside the ureteroscope. The procedure was completed with another flexiva 200 laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 laser fiber was used during a percutaneous ureteral lithotripsy procedure in the ureter performed on (B)(6) 2018. According to the complainant, during the procedure, it was noted that the fiber broke inside the ureteroscope. The procedure was completed with another flexiva 200 laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event.